Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryoablation procedure, when the balloon catheter was removed from the sheath, a reflux of blood and air was continuously being introduced through the hemostatic valve. A competitor product was then inserted to avoid air ingress. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files confirm system notice (#50012) was received indicating that the refrigerant delivery path was obstructed at application five with catheter 2af284/60487-53. The data files showed low temperature and low flow profile in application two. The data files also showed at least eleven applications were performed with this catheter. Upon visual inspection of flexcath sheath 4fc12 / 14866-029, results showed the device was intact with no apparent issues. Air aspiration was reproduced when a test arctic front catheter was introduced through the sheath. Functional testing of the sheath confirmed the hemostasis valve was leaking. Air bubbles were observed through the valve. It was suspected that the valve disk was torn. St elevation is clinical issue encountered during the procedure. In conclusion, the reported issue (air ingress) has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostasis valve. St elevation is clinical issue encountered during the procedure. If information is provided in the future, a supplemental report will be issued.